Event description:
Per the clinic, the patient experienced pain and minor skin redness during MRI on (B)(6) 2025, and the magnet was found to be dislodged upon visual inspection. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.